Event description:
It was reported that the ilet pump screen became unresponsive and would not wake despite charging and using the sleep/wake button, preventing use of the device and prompting a switch to subcutaneous insulin via pen; this aligns with a device problem of an unresponsive key/button and implicates the switch/relay component. Symptoms included hyperglycemia and headache, with a highest reported blood glucose of 400 mg/dl. Outcomes included a delay to therapy and the need for unexpected medical intervention in the form of medication adjustments using injections. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive control button and a switch/relay component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.